Manufacturer narrative:
(B)(4). Date sent: 10/10/2023 investigation summary no call home data could be found for system (B)(6) in the given date range. The probe returned, and the entire cannula was broken off from the handle and not included with the return. The potential cause of the broken cannula is unknown. The tip break was not verified. A search of nonconformities (ncs) was performed for lot ml22027418. There were no observed nonconformities for this lot. Manufacture date: 2/1/2022 expiration date: 10/31/2025.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. D4 batch #: unknown. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during ablation the probe was opened and the tip was broken off. There was no patient involvement.